Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal had a bubble. The reported issue was confirmed during the investigation. The downstream occlusion sensor seal was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump's occlusion sensor was bubbling up. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.